Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Correction to h6 component and problem codes. The customer was unable to dedicate time to demonstrating how they attach the distal cover to the endoscope. However, they have never noticed a defect/damage on the distal cover before attaching it. They stated there is no difficulty in the attachment process. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: -the facility educates all personnel involved with attaching the distal cover before or during the procedure. They do not ask the personnel who attaches the distal cover to follow the instruction manual, but provides user guide after training. -implemented a new workflow that doctors inspect the distal cover before their ercp cases. Notifies staff to always check the distal cover is still on right after scoping out. Furthermore, it was confirmed by the facility the distal cover is stored in multiple storage rooms. They receive distal cover without the box and it is stored in the trolley. The trolley is brought to operating room and the distal cover is picked up from the trolley and attached to the endoscope. They are using omnibloc from gi supply inc.

Manufacturer narrative:
The device was not returned to olympus. Consequently, a reproduction check using a representative device was performed, but the indicated phenomenon was not reproduced, and the device satisfies product standard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following were also confirmed based on the additional information provided by the customer: the distal cover that fell off was recovered, the front of the distal cover was cracked, there were no anti-fog agents used, and after attaching the distal cover to the endoscope, the user usually checks during the pre-use inspection that the distal cover is not damaged and does not come off the endoscope. Since the actual device was not returned, the root cause could not be identified. At this time, the possible causes for the drop off of the distal cover are presumed to be the following: the cover was easily removed from the scope due to insufficient attachment to the scope, and when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. This occurrence of the problem can be prevented by adhering to the instructions for use (IFU), which states the following: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the distal cover fell off of the evis exera iii duodenovideoscope while withdrawing the scope through the gastric tube inside the patient during an endoscopic retrograde cholangiopancreatography with a percutaneous endoscopic gastrostomy tube change. The distal end cover was retrieved using the duodenovideoscope, and the procedure was completed without delay. The customer further confirmed that the distal cover was torn on the front side under the elevator area. There was no harm or user injury reported due to the event. This is related to patient identifier number (B)(6), which is for the duodenovideoscope.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial with information inadvertently left out. Reconfirmation of complaint failure since the actual product has not been returned, we performed a reproduction check using a representative device (maj-2315/lot: h2311) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device (maj-2315/lot: h2311) against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfies the product standard. -quality evaluation results using mass production prototypes at the development stage during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specificationse.

Event description:
The customer confirmed that the duration of the procedure was an hour. The customer did not keep the cap since it was used on the patient.